Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The float switch was stained red, the enclosure was cracked at drain fitting (this was causing a leak), both covers were cracked, and the line cord was worn. In addition, the heater did not pass electrical testing. The customer reported product problem (fluid leak) was confirmed during the investigation. The leak was attributed to the cracked enclosure at drain fitting. The crack was caused by the user. A user issue was established as the root cause of the product problem. The aforementioned worn/damaged components were replaced. The device then passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking fluid. No patient injury or complications were reported in relation to this event.